Event description:
It was reported that the cardiac monitor exhibited noise at interrogation and inappropriately detected asystole episodes. The sensitivity would be decreased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.